Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that there was alarm issue in two infusion sets. Patient reported high blood glucose level 300-400 mg/dl. Insulin type was humalog/insulin lispro (eli lilly). It was corrected through bolus via pump. It was reported that high blood glucose level was due to occlusion alarms stopping boluses being delivered. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.